Event description:
Upon ligation of left atrial appendage, surgeon requested to open a 40mm atriclip. A 40mm atriclip was verified and opened by circulator on to the sterile field. Upon inspection of atriclip prior to deployment it was noted that atriclip was defective. The clip itself already appeared to be dislodged from the bracket holding it. It was never placed in the chest. The defective part was noticed immediately and was not used on the patient. It was taken away from the sterile field and packaged out for further inspection. As a result, a new 40mm atriclip was opened and verified. This new atriclip was later implanted and used for ligation of left atrial appendage. Surgery proceeded and patient later transferred to nursing unit intubated, monitored, and with o2.